Event description:
On (B)(6) 2013 at (B)(6) a (B)(6) year old female patient (mr# 100032815) was undergoing a partial mastectomy with bilateral mastopexy and the cautery being used by both surgeons was placed on its side on the patient's chest. The surgeon noticed a high pitched beeping sound which indicated the cautery pen was still on. At the same time the cut mode was noted to be firing on the electrosurgical unit and the surgeons were not using the cut mode only the coag mode. Upon review of the patient, it was noted that the patient had a 4mm burn at the level of the right clavicle. The plastic surgeon excised the burned area. Reference report (B)(4).